Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the name of the procedure? Oral surgery. When did the needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The needle split during use on the patient. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Please refer to the event description, there's no report on patient's injury, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent oral surgery on (B)(6) 2026, and suture was used. The needle bifurcate when sewing in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.